Event description:
The sheath was inserted and dilator removed. Upon removal, blood gushed out of sheath.

Manufacturer narrative:
Results of the device evaluation will be filed in a supplemental report when sample is received.